Manufacturer narrative:
Aso has received a lot number and returned samples from consumer. Aso has sent the information to the manufacturer for evaluation. Results of evaluation are acceptable with no defects found. Aso reviewed records of biocompatibility test. Aso has reviewed the complaint database from (B)(6) 2015 to (B)(6) 2016 and no other adverse events have been received/ reported. Aso will continue to monitor complaint database for possible trends or increase on complaints for this item.

Event description:
Consumer reported that the dressing stuck to the scab and peeled it off.